Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "mastalgia and breast asymmetry", ¿became big¿, and ¿fell as little stone.¿ the events of ¿simple cysts, regular and without contrast enhancement, smaller than 3 mm¿, ¿solid nodule in the left breast" are not device related. Device remains implanted.